Event description:
Medtronic received information that, while performing a planned maintenance (pm), the imaging system displayed an error message during x-ray battery testing. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the x-ray and motion batteries were replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The batteries have not been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while performing a planned maintenance (pm), the imaging system displayed an error message during x-ray battery testing. There was no patient present when this issue was identified. No additional information was provided.